Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)- analysis found that the battery drawer and upper/lower cases were broken. The side bail covers and side bail covers were missing. It was also noted that the ring was contaminated.

Event description:
The external pulse generator was returned for repair due to a field action. It subsequently tested out of specification during the manufacturer's analysis.